Event description:
User experienced calcium imprecision for at least three patient samples during the last several days. One patient example was provided. Initial result 6.3 mg/dl, repeat 7.7 mg/dl. No erroneous results were reported. The field service representative determined mechanical failure of the regulator that controls water to the rinse nozzles to be the cause. He installed new regulators and replaced rinse tubing. Performance tests were performed.